Event description:
Attending was about to use screwdriver when it broke in two pieces. Both pieces were fully retrieved. Charge nurse, attending surgeon, and medartis rep were notified. Charge nurse let attending surgeon know about xray policy. Attending surgeon was okay with reading c-arm results and was confident that no other pieces were left in the patient.